Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 9th december 2024, it was reported by an arthrex employee via email that an ar-41006, megabiter¿, straight tip, 5.5 mm x 2.5 mm, was broken. This was detected during a partial resection of degenerative torn meniscus procedure on (B)(6) 2024. The cutter of ar-41006 was broken and all the fragments were retrieved from patient. Procedure was successfully completed with no patient harm and no secondary procedure needed, by using another new ar-41006 instead.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-41006, megabiter¿, straight tip, 5.5 mm x 2.5 mm, serial/batch number (B)(6), was received for investigation. Visual inspection noted the moving jaw of the device is completely broken off. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to misuse due to excessive user-applied mechanical forces. Dfu-0255-eo revision 5 warns the following: "2. To avoid damaging the instruments, do not impact or subject any instruments to blunt force.3. Do not use arthrex instruments for any purpose other than their intended use. Manipulating soft tissue or bone with an instrument not intended for that use may result in damage to the instrument. 4. Instruments with adjustable components must be handled with care. Overtightening or rough handling of the instrument may damage the locking mechanism. Mechanisms with internal polymer components may become weakened after repeated autoclaving. 5. Do not use an instrument that is intended to be used with a specific implant on another implant. 6. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument. 7. Do not overstress the device or use device to pry tissue".